Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011-, product type: extension; product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that high impedances were measured and the implantable neurostimulator (ins) was replaced. The following impedances were measured: c-0 = 8626 ohms, c-1 = 7502 ohms, c-2 = 7981 ohms, c-3 = 8626 ohms, and 0-2 = 5931 ohms. During the revision, the lead was disconnected from the extension and lead impedance was tested. The lead impedances were measured to be normal. The healthcare professional (hcp) then decided to change the ins and the high impedances were resolved after replacing the ins. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Event description:
It was reported that there was a lead or extension fracture. There were high impedances on all electrodes. A revision was occurring on (B)(6) 2015 at which time the battery and extension were going to be replaced in hopes of fixing the problem. The patient had originally been seen by the healthcare professional about a month prior to the date of this report for high impedance but they had decided to do nothing at that time. The patient was referred to another healthcare professional that would proceed with the revision. There were no patient symptoms reported. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported the cause had seemed to be the battery as the impedance was normal after battery replacement. There were no lead fractures noted. Patient was doing ok after surgery but there was no further information. It was noted that the explant was on (B)(6) 2015 which was different from originally reported explant date.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.